Event description:
While the dentist was working on tooth #22 and #23, the patient's lip was burned about the size of a dime.

Manufacturer narrative:
The patient was prescribed silver sulfadiazine to apply to burn on lip. The patient completely healed. At the handpiece evaluation, it was found that the head was dented, the bearings were grinding, and the head was heating up. Low residue level was present. The office was informed that the dent in the head was causing it to overheat. The handpiece was repaired.